Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male patient had a rash. The patient reported that he had developed a rash under the front left electrode without broken skin. The patient was instructed to contact their doctor. Their doctor advised him not wear the device until the rash cleared up. Follow-up indicated that the skin irritation was improving.